Event description:
It was reported that the customer experienced an elevated blood glucose (BG) level displayed as "High"; although specific value was not provided. Cause was not known. Customer performed a supply change to address the BG. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
In use at the time of the event: CGM model: G7. Mobile OS: Android / Android_Galaxy A13 5G / 2.6.1 / Android 16.